Manufacturer narrative:
There was no button error alarm noted on the insulin pump, however, the pump had no button response due to the corroded keypad traces. The pump was received with a minor scratched display window, a cracked case at the display window corners, and a cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. (B)(4).

Event description:
It was reported that the customer had button error alarm on the insulin pump. Customer's blood glucose was 6.5 mmol/l at the time of the incident. Customer stated that they were sweeping their room and the pump started to beep in their pocket. The customer was advised that the insulin pump will need to be replaced. Customer was also advised to revert to a back-up plan.